Event description:
The reporter indicated that prior to a vns pt's follow-up visit; the pt had indicated that he was "no longer aware of the change in his voice or sensation in his neck" during stimulation. Diagnostic testing was performed and resulted in a high impedance warning. The pt's treating vns therapy physician indicated that there had been no admissions of pt trauma or manipulation which could have contributed to the event. The physician indicated that the pt's "diagnostics assessment was in (B) (6) 2008 which revealed no evidence of vns malfunction" and that "a chest x-ray did not show separation of the pin from the stimulator device." The pt underwent a full revision surgery and a lead break was reportedly not seen by the implanting surgeon. The product was returned to the MFR and is currently awaiting analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.